Event description:
It was initially reported to boston scientific corp that a flexima biliary stent system was used for an endoscopic retrograde cholangiopancreatography (ercp) procedure in the bile duct of a (B)(6) female pt. After successful placement of the stent, while withdrawing the guide catheter, the hub broke off the guide catheter. The procedure was completed with no reported pt complications. The pt was reported to be in stable condition at the conclusion of the procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device cannot be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).